Event description:
During a functional test of unit, prior to installation at customer site, diss connector separated from end of oxygen hose when 50 psi oxygen pressure was applied. There was no reported injury. Datex-ohmeda's investigation into the reported occurrence is still ongoing.